Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2020-01913 to provide device evaluation results. The air/water/instrument channel connector (gray) of the subject oer-4 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject air/water/instrument channel connector (gray), and there was no abnormality of the subject air/water/instrument channel connector (gray). Omsc reviewed the manufacturing history (DHR) of the subject oer-4 and confirmed no irregularity. The exact cause was not determined; however, the following are potential cause. The user repeatedly applied a rotational force to the subject air/water/instrument channel connector (gray) of the reprocessing basin of the subject oer-4. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject oer-4 was not returned to olympus medical systems corp. (Omsc) for evaluation, however the air/water/instrument channel connector (gray) which came off the subject device was returned. Omsc will start evaluating the subject connector. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
After reprocess with the oer-4, the air/water/instrument channel connector (gray) of the reprocessing basin had come off the subject device, when the user opened the lid of the subject device. There was no patient injury report related to the event.